Event description:
Customer experiencing high blood glucose. The blood glucose reading is 277 mg/dl. Customer stated that he is out of needles and unable to treat the high. Customer was directed to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.